Manufacturer narrative:
The reported events of premature discharge of battery and failure to capture were not confirmed by analysis. Final analysis did not find any anomalies.

Event description:
It was reported that the patient presented at the clinic with syncope. Their pacemaker was explanted and successfully replaced due to premature battery depletion. The patient did not experience any consequences.